Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the rotation speed was not stable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, three ablations were performed. The device speed had unstable rotation speed. The set speed was 200,000 rpm but the burr reached an actual rotation speed of 240,000 rpm. The burr was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the rotation speed was not stable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, three ablations were performed. The device speed had unstable rotation speed. The set speed was 200,000 rpm but the burr reached an actual rotation speed of 240,000 rpm. The burr was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. The rotalink advancer was connected to the rotablator control console system. The rotablator advancer was able to reach optimum speed with no speed increases or decreases. Product analysis did not confirm the reported event, as the device was able to run with speed issues. No other issues were identified during the product analysis.